Manufacturer narrative:
The insulin pump was received unable to prime during prime test due to faulty force sensor resistor. No motor error alarm noted and the motor was tested outside of the device and passed the insulin pump powered up properly after battery installation. No blank display noted. The insulin pump had normal operating currents and no unexpected off no power, weak battery, bad battery, low battery, battery out limit, failed battery test alarms during testing also, passed self test, a21 error test, rewind test, basic occlusion test and displacement test. The insulin pump had minor scratched lcd window, cracked lcd window, cracked case at the display window corners, cracked battery tube threads, cracked reservoir tube lip and missing the end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called in to report multiple motor error alarms. The customer's blood glucose level was 400 mg/dl. The customer found several motor error alarms in the alarm history. The customer was advised to discontinue using the insulin pump and to revert to a back-up plan. The customer was advised that the device would be replaced, and was informed to return the product for analysis.